Event description:
While on the line with technical support, reporter discovered that segments were missing in the 100's column of the result display. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.